Manufacturer narrative:
Results: the returned benchmark was fractured at approximately 1.0 cm from the hub. The device was kinked approximately 37.0 cm, 41.0 cm, 47.0 cm and 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near its proximal end underneath the strain relief. If the device is forcefully advanced against resistance or otherwise manipulated at extreme angles outside the patient body, damage such as a kink and subsequent a fracture may occur. Further evaluation revealed kink along the catheter. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra 7f sheath. During the procedure, after advancing the benchmark into the patient using the 7f sheath, the physician noticed bleeding at the puncture site. Upon checking, it was noticed that the benchmark was broken at the hub; therefore, it was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.